Event description:
It was reported that this pacemaker was explanted due an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due an unknown product performance issue. Additional information was received and confirmed this device was explanted due to prophylactic reasons since it had 33% of battery life remaining. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since additional information confirmed this device was explanted due to prophylactic reasons. During a lead revision, it was noted it had 33% of battery life remaining and was explanted and replaced with a new one. No allegations of any issues or malfunctions were reported. No adverse patient effects.